Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and leads were returned after they were discovered while the office in the hospital was being cleaned. The paperwork stated that the ICD was being returned for eri/battery depletion. There was no allegation received concerning this ICD or leads. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.